Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced significant overstimulation at the low back and even the abdomen. It was noted that patients implantable pulse generator has reach its end of life. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.